Event description:
It was reported that a low air loss bed deflated due to loss of power while in trendelenburg position for placement of a central line. The report further stated that the pt's oxygen saturation level dropped before transfer to a stretcher.

Manufacturer narrative:
Device eval determined that the articulation of the bed may have dislodged the power cord. Upon f/u with the initial reporter, it was stated that the pt suffered no ill effects from this event. She has since been transferred to a regular room and is fine.